Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the area was not clean before starting peritoneal dialysis. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. The same day, the patient was treated with intraperitoneal (ip) injection of vancomycin (1gm stat, then every fifth day) and ip imipenem (1gm, daily) for peritonitis. The action taken with dianeal and extraneal therapies was not reported. At the time of this report the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported (B)(6) days after event onset, the patient was discharged from the hospital, pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis. On an unreported date, the patient was received retraining on proper aseptic technique. At the time of this report the patient was recovering from this peritonitis event and was doing well. Should additional relevant information become available, a supplemental report will be submitted.